Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. The treatment for the peritonitis included injections intraperitoneally (ip) of vancotroy (2gm stat) and gentamycin (20mg, once per day for 14 days). The patient was reported to be recovering from the reported event. Additional information was requested, but is not available at this time.